Manufacturer narrative:
The hospital biomed confirmed that the temperature probe port at the pt wye was open when the ventilator was given to him.

Event description:
"Covidien rec'd information that a pt expired while on an 840 ventilator. It was reported that the ventilator displayed "waiting for pt connect". This is a flashing message at the top of the screen when pt setup parameters have been entered, but a pt is not connected or the ventilator does not register the presence of a pt. Covidien was informed that the pt was "previously on another 840 ventilator, then intubated on this ventilator at 1708 hours and expired at 1717 hours. According to the facility, the pt was having x-rays at the time and no one was in the room. The covidien customer service engineer (cse) inspected the ventilator and related accessories and the ventilator passed all checks with no problems. However, the cse identified that a temperature probe port at the pt wye (in the pt breathing circuit) was open; this would have precluded sufficient pressure in the circuit for a ventilator to be able to register the presence of a pt."